Event description:
A medtronic representative reported the surgeon was reporting that there was too much toggle with tightening the driver onto the solera screws during a navigated spinal surgery. The surgeon was able to tighten them down all the way, with no impact to patient reported.

Manufacturer narrative:
The device lot number is dependent on the return of the device back to the manufacturer. The device manufacture date is dependent on the return of the device back to the manufacturer. A replacement driver has been sent to the site for issue resolution. The suspect driver has not been returned to the manufacturer for evaluation.